Event description:
It was reported that water leaked from the inflation valve during the pretest and the balloon could not be filled. Also stated that the syringe was defective. It was also noted that during inflation the foley catheter had no problem observed and no inflation funnel swell occurred. And there was no dent mark or abnormality on the shaft. Also stated that the water was gently injected and usually balloon can be inflated around 10 seconds.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. A potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. This investigation does not require a DHR review due to a closure letter not required for this complaint. Labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that water leaked from the inflation valve during the pretest and the balloon could not be filled. Also stated that the syringe was defective. It was also noted that during inflation the foley catheter had no problem observed and no inflation funnel swell occurred. And there was no dent mark or abnormality on the shaft. Also stated that the water was gently injected and usually balloon can be inflated around 10 seconds.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.